Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce the grasping issue. The fse tested all universal surgical manipulator (usm)s on both consoles and used the sites instruments but found no issue nor could they duplicate any errors on the usm3 that were mentioned. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to unspecified forceps instruments unable to grasp tissue effectively.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, an unspecified forceps were not grasping tissue effectively. The customer had tried swapping to a different instrument but the grasping issue remained. There were no errors in the logs. The customer did not change the drape or restart the system. The procedure was converted to open surgery. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information from the surgeon. However, no further details have been received as of the date of this report.